Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Lot number - requested but not provided. Expiration date - unknown due to unknown lot number . UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. FDA mw5090206.

Event description:
The user facility reported the was an issue with one of their patients that they had used angio-seal on a patient that had undergone urgent cerebral thrombectomy and cerebral angiogram. The 8fr right cfa (common femoral artery) was closed with an 8fr angio-seal. There were no issues getting access or closing the vessel. Patient lost pulses in the right posterior tibialis and dorsalis pedis 6-7 hours after deployment of angio-seal. Ultrasound of right lower extremity was performed and there was a stat vascular surgery consult for right common femoral artery thrombectomy. There were no other devices or equipment used with the reported product. Additional information was received on 24june2020: the patient went for surgery for an open extraction of the angio-seal device.